Event description:
Autoimmune disease became drastically worse. Started having sharp shooting pains in random areas of body and began mris and other testing, only to be diagnosed with fibromyalgia 2 years later. Severe hair loss, night sweats, joint pain, depression, anxiety, bruising easily and takes a long time to go away, dry skin, unexplainable rashes that last 6+ weeks at a time and irritable bowel.